Event description:
The customer reported non-reproducible troponin I (access® accutni+3¿) results, for two patients, involving the unicel® dxi 800 access® immunoassay system. The customer stated the initial results were released out of the laboratory and corrected. The customer was uncertain if patient care was impacted. There has been no report of patient consequence or change in patient treatment associated with this event. The laboratory's critical cutoff point for troponin (access® accutni+3¿) is >0.05 ng/ml. The customer indicated the instrument is set up to reflex critical troponin results. The patients' samples were collected in lithium heparin tubes and centrifuged at 3,600 rpm (rotations per minute) for five minutes. No sample integrity issues were noted; the samples were normal in appearance. Quality control (qc) was within the acceptable range on the day of the event and was not repeated following the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned the wash wheel and wheel well, replaced the aspirate probes and associated tubing, aligned the aspirate probes and dispense probes, and aligned the mixer collets. The fse performed a high sensitivity system check which failed. The fse realigned all devices, replaced the sample probe, and performed a volume check for the dispense probes. The fse then performed another high sensitivity system check which failed. The fse removed and rebuilt the precision pumps and wash pumps and replaced all the pipettor probes and reset the ultrasonics. The fse performed system check and high sensitivity system check which passed, however, high sensitivity system check values were elevated. The fse decontaminated the substrate and rebuilt the substrate pump then replaced the mixer collets. The fse performed a high sensitivity system check which failed. The fse replaced and cleaned all the collets for the pick-and-place heads and verified down height for incubator pick-and-place and wash pick-and-place. The fse then replaced the mixer belt and realigned the wash arm. The fse performed a carryover test which failed on pipettor #2. The fse replaced the wash arm assembly and performed necessary alignments. The fse then performed a carryover test which again failed on pipettor #2. The fse realigned pipettor #2 and was able to obtain a passing carryover test. The fse performed a successful high sensitivity system check and system check and completed a 50-repetition precision test using wash buffer; all results were <0.001 ng/ml. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the washarm assembly. Beckman coulter continues to track and trend any incident related to this issue.